Event description:
Boston scientific received information that loss of capture (loc) was observed with this right atrial (ra) lead. An invasive procedure was performed. During the extraction, the lead was observed to be fractured as a result of clavicular crush. The lead was explanted and a new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis for an unknown reason. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.